Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 437 mg/dl. Customer was hospitalized due to high blood glucose. Customer was still in the hospital at the time of call. After troubleshooting, customer reported that occlusion was resolved with infusion set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.